Event description:
A us distributor contacted zoll to report that a patient has developed a rash. It was reported that the patient's skin was raw underneath the garment. There was no alleged device malfunction contributing to the irritation. Patient was prescribed medication by a physician, but this made the irritation worse and patient began to use vaseline. Follow up indicated that the skin is a little better.